Event description:
It was reported that light-emitting diodes in the radiofrequency ablation generator's display screen were malfunctioning. Within the impedance section the segment in the hundred's place was missing and in the temperature section the backlight was dark. It was further noted that the battery door was broken. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed that the display was intermittently missing a digit and that the battery door was loose, and therefore the display was replaced and the battery door hinge pin was reseated and secured. (B)(4).